Manufacturer narrative:
Evalution summary: it was caused due to an excessive force applied on the ccd cable during angulation. In addition, we confirmed that light guide fiber bundle (lcb) disconnection, the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Intermittent image during angulation.